Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not conclusively be established through this evaluation. It was reported that on (B)(6) 2021, the patient presented with increased dyspnea, cough, and was desaturating into the 80s on room air. The patient was sent to the hospital for evaluation and was found to have mycoplasma pneumonia. Throughout the patient¿s hospital stay, hypoxia worsened despite the use of vapotherm and a bilevel positive airway pressure (bipap) machine. The patient had a do not intubate (dni) and do not resuscitate (dnr) order. On (B)(6) 2021, the patient was found unresponsive, and the device was turned off. The cause of expiration was reported through the patient outcome as multi-system organ failure. The device was not explanted for evaluation. The heartmate ii lvas instructions for use (IFU) lists multiple types of organ failure/ dysfunction and infection as adverse events that may be associated with the use of the heartmate ii lvas. This IFU, as well as the heartmate ii lvas patient handbook, also provide information regarding how to prevent infection. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, 2, rev. C are currently available. Section 1 of the IFU lists multiple organ dysfunctions/failures and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Although the patient¿s infection was not device related, the IFU lists infection (local, driveline and pump pocket) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021. The patient presented to pulmonary office with increased dyspnea, cough and was desaturating into the 80s on room air. The patient was sent to the hospital for evaluation and was found to have mycoplasma pneumonia. Pulmonary and infectious disease consulted. Throughout the patient¿s hospital stay, hypoxia worsened despite vapotherm and bilevel positive airway pressure (bipap) machine. The patient did not wish to be intubated and was made a do not intubate (dni) and do-not-resuscitate order (dnr). On (B)(6) 2021 patient was found unresponsive and device was turned off. Cause of expiration noted as multi-system organ failure. No additional information provided.